Event description:
This retrospective pregnancy case was reported by an other and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy"), genital haemorrhage ("haemorrhage"), cyst removal ("cysts operated"), abasia ("no able to walk") and suicidal ideation ("suicidal idea") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lack of drug effect". The patient's past medical history included parity 4 and termination of pregnancy - elective. Concurrent conditions included nickel sensitivity. In 2008, the patient had essure inserted. In 2017, the patient experienced abasia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cyst removal (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), fatigue ("chronic tiredness"), weight increased ("weight gain") and affective disorder ("mood disorders"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (uterus and tubes were removed). Essure was removed in 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, cyst removal, suicidal ideation, fatigue and affective disorder outcome was unknown and the abasia and weight increased had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abasia, affective disorder, cyst removal, fatigue, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, suicidal ideation and weight increased with essure. The reporter commented: one month after the removal, the patient felt relieved, had a significant weight loss and was able to walk again. But she remained with a psychological impairment. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain -analysis in the global safety database revealed 4.400 cases. Pregnancy with contraceptive device - analysis in the global safety database revealed 3.364 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.